Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. The customer¿s blood glucose level was 315 mg/dl.